Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh; due to menorrhagia, cystocele, pelvic prolapse and pain. It was reported that the patient underwent traditional posterior repair with excision of mesh on (B)(6) 2012 for mesh erosion, rectocele and enterocele.